Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4076 implantable pacing lead implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead was revised due to unknown reasons. The lead remains in use. Also, during the septal placement, the screw on the right ventricular (rv) lead would not extend. This lead was explanted and replaced. No patient complications have been reported as a result of this event.